Event description:
A procedure was being performed on a pt. Technician tested the vein, it was okay, flushed the line, hooked the line to the injector, set up the parameters, then injected. During the imaging, they found a blood clot had been injected into the pt's brain. Hospital used tpa to clear the blood clot. Pt was okay.